Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: depo provera in 2015, mirena iud from 2012 to 2013 and pill in 2011. Concomitant products included ibuprofen since 2011, naproxen since 2011 and paracetamol (tylenol) since 2011. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea;"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, fatigue, migraine and nausea outcome was unknown. The reporter considered back pain, fatigue, migraine, nausea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? Yes. Most if not all symptoms decreased soon thereafter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs received. Injury nos replace with new events: fatigue; migraines/headaches; nausea; pelvic pain, vaginal pain, lower back pain were added. Case becomes valid. Medical history, concomitant and historical drugs were added. Lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd from (B)(6) 2017 to (B)(6) 2017, pinched nerve from (B)(6) 2017 to (B)(6) 2017 and anxiety. Previously administered products included for contraception: depo provera in 2015, mirena iud from 2012 to 2013 and pill in 2011. Concurrent conditions included depression since 2018, menses irregular, chlamydial infection, abdominal pain, blackout, shaking and dry heaves. Concomitant products included bupropion, fluoxetine, ibuprofen since 2011, medroxyprogesterone acetate (depo-provera), naproxen since 2011 and paracetamol (tylenol) since 2011. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), vulvovaginal pain ("vaginal pain"), fatigue ("fatigue"), migraine ("migraines/headaches") and nausea ("nausea;"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, vulvovaginal pain, fatigue, migraine, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain, fatigue, migraine, nausea, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following removal? Yes. Most if not all symptoms decreased soon thereafter. Insertion details:two trailing coils bilaterally were noted. Current weight 115lbs. Confirmed my tubes were closed. Patient had received treatment for pelvic pain, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and ppf received. New reporter added. New event abdominal pain added. Concomitant drug and medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.